Event description:
The following has been reported: biomed reported : ticket stated - touch screen not working. Cleaned and ran test infusion. No alarms. Patient status unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a lcd touch input failure. During initial testing, the lcd was operating normally and infusions were able to be programmed and run successfully. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. At the end of this test before the pump was power cycled, the touch screen remained functional. An internal investigation found no signs of fault and the touch input cable was seated properly.